Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states feels well and requires no medical attention. The customer's expected blood result is 90mg/dl-130mg/dl fasting. Verified the strips expire 4/30/2018. Reviewed meter memory: (B)(6). Customer is concerned with results on the memory. Customer properly stores strips in bedroom, however customer was unaware that test strips expire 4 months after opening. When retrieving meter memory time and date were not properly set in meter.